Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. The patient is not dependent and no patient symptoms were reported. Review of the transmission revealed intermittent loss of biventricular capture. The patient will be brought in and capture thresholds evaluated.